Event description:
The stent was thought to be deployed when the physician began removing the catheter sheath. During removal, resistance was encountered. The stent was removed with the sheath and the tip had detached within the stent. It was reported that there was no intervention taken or effect to the pt.

Manufacturer narrative:
The device has been received for analysis. In order to sufficiently complete the analysis, additional information regarding the event has been requested. Per other similar events of this type, it is likely that the stent was not fully deployed out of the sheath prior to the physician removing the catheter system. This can cause the tip to become constrained within the stent and inner sheath which requires additional force to remove it resulting in the tip assembly detaching. A CAPA for these type of events has been opened.